Event description:
A malfunction alarm was reported with the pump during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a result, technical support arranged for the pump to be replaced under warranty. The customer agreed to return the malfunctioning pump using a pre-paid label and will use multiple daily injections as a backup therapy to ensure continuous insulin delivery.